Event description:
Hcp reported that in 2001 the patient presented with nausea and vomiting. A rotor study and myelogram were done and confirmed the integrity of the system, so the intrathecal baclogen was increased by 20%. The spasms were gone after 12 hours, but gradually returned and in 2002 the patient was admitted to the hospital with increased spasticity. The rotor study and myelogram were once again normal. An indium dye study showed a hole in the catheter tubing. This was revised 4 weeks later. The patient was seen in the clinic one month later with intense spasms. A baclofen adjustment was done. One week later the pump was reprogrammed to increase the baclofen rate by 10%. The oral oxycontin was causing the patient to be too sedated, so the plan was to add a low dose morphine to the pump. The hcp is unaware of any further problems with the patient.